Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the subject device cannot be adjusted to give a straight picture. The event occurred, during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Three attempts were performed to obtain additional information, but no response was received from the customer. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: rotation guidepost could have been in the center, and it should be in 90 degrees, head cover should be move to a correct position. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device cannot be adjusted to give a straight picture. The event occurred during an unspecified procedure. There were no reports of patient harm.